Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure, the sheath kinked under external influence. Upon removal and inspection, a crease was found at the tip end of the sheath. The sheath was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012800991 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified shaft kink/twists at approximately 1.25, 2.5, and 9.7 inches from the tip. Shaft discoloration was observed at the distal end, extending from 0.4 inches for a length of 0.16 inches and from 2.7 to 4.25 inches from the sheath tip. Functional testing was performed. The steering mechanism and deflection test were performed and the shaft was bending as initially intended and was bending in the plane. There was no difficulty, no friction, or any noise in the steering mechanism. The insertion of the dilator into the sheath was performed. Unable to lock the dilator luer to the sheath. Further inspection under microscope identified a dilator luer damage, which may cause the dilator to have difficulties locking with the sheath. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.038 psig. The flushing test with 6 psig showed the pressure decay in the device was 0.003 psig. The aspirat ion test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.006 psig. All performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported kink iss ue was confirmed during testing and the sheath failed the returned product inspection due to a kink/twist observed on the shaft and a damaged dilator luer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.